Manufacturer narrative:
(B) (4). Device was not returned to MFR for eval. We are unable to determine the cause of the event; however, the suspect devices in use are lot# w08a5509 and w08b0917. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the us; however a like device catalog # 8590855, 501k # k981676 was cleared in the us.

Event description:
It was reported that the pt underwent a spinal procedure for stenosis at l1/2 using posterior fixation. The surgeon confirmed that a break off set screw came off at l1 by x-ray. The pt reportedly was walking around not wearing a corset after the surgery. There is no plans of revision surgery at this time. The surgeon is monitoring the pt.